Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would continuously reboot after providing defibrillation shocks. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would continuously reboot after providing defibrillation shocks. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent advised the customer to replace the system controller pcb assembly, however the customer declined the repair and the device was returned per the customer's request, without repair. The cause of the reported issue could therefore not be determined.